Event description:
The customer reported that his olympus evis exera iii video system center was not powering on during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The equipment was not powering up due to a faulty power supply. Additionally, dust was found inside the unit and the net spacer was noted damaged. Minor scratches, and some corrosion were also found on the exterior components of the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the device did not start due to faulty converter. The converter needed to be replaced. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter stating that the intended procedure was therapeutic which was completed by using another processor, and the patient was discharged in well condition following the completion of procedure.